Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially missing. There were contact marks on the probe and non-insulated area with the missing pad. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. This type of pad damage is most likely related to the operator's technique. Based on the similar cases in the past, it was known that the missing of the ptfe pad was caused by activation in seal & cut mode while grasping nothing. Also, it was known that the contact marks and the short circuit error were caused by coming in contact between the non-insulated area and the probe. The instruction manual of the subject device warns; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Cross reference MFR. Report number: 8010047-2016-00358.

Event description:
It was informed that the short circuit error occurred in a short period of time after the subject device started to be used. Details of the procedure were unknown. The doctor completed the procedure with another similar device. On (B)(6) 2016, olympus medical systems corp. (Omsc) confirmed that the ptfe pad was partially missing and the coating of the jaw was partially peeled off. Also, as a result of the additional investigation, omsc found that no fragment fell into the patient body. This report mentions the missing of the ptfe pad.